Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level; value not provided. Reportedly, customer performed a supply change to address the issue. Additional information was not provided, and customer declined troubleshooting with tandem technical support.